Event description:
It was reported that during cleaning and sterilization, the customer noted that the monopolar curved scissor's instrument broke under near the orange portion. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tube extension was found to be broken and missing a piece at the main tube interface. The tube extension was also found to be dislodged from the main tube. Engineering concluded that the tube extension likely broke due to excessive side loading or other mishandling. Additional observations not reported by site were micro cracks and reinforcement ring tube damage. A small micro crack was found on the main tube near tube extension. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2cm of the distal end of the instrument shaft. Engineering also observed two indentations on tube reinforcement ring. 80 - last observation not reported by site was scratches on the main tube. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the micro cracks, scratches on the main tube and reinforcement ring tube damage, found during failure analysis evaluation may cause or contribute to an adverse event if the failure mode were to recur.